Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the app is recording incorrect amount of insulin and no matter how many units of insulin are dosed, the insulin pen will only record 2 or 2.5 units. No harm requiring medical intervention was reported. It is unknown if the insulin pen will be returned for analysis.